Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type catheter; product ID 8840, product type programmer, physician.(B)(4).

Event description:
It was reported that the pump "failed." One or two days following the procedure to repair the pump, the patient went into withdrawal and began convulsing. It was stated that the physician had forgotten to turn the device back on after the surgery, so the patient ended up being brought back to the operating room to have it turned on. Additionally, it was noted that the patient would have excessive bruising following a procedure by the surgeon. He would be "black and blue" throughout his back, abdomen, side, and down to his knees. The drug used in this system was "some kind of morphine."

Manufacturer narrative:
(B)(4)